Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v128377, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was currently in the hospital and they were using a bladder scanner on the patient and wanted to know if that was considered diathermy. It was initially stated that the patient was checked in for an unrelated issue but with different testing the patient was having issues retaining urine. The patient was brought in 7 days ago and 8 days ago the patient fell on their back and was having some pain and large volumes of urine and that was what prompted them to go to the hospital. The patient had had many falls but this fall was the one that escalated further issues. The patient¿s health care provider (hcp) knew they were in the hospital and would be consulted again today. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.